Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer recently experienced a high blood glucose level. Caller reported it was due to an infusion set site issue. The high blood glucose level was treated with a manual injection. Exact blood glucose level at the time of the incident was not provided, however, caller's mother stated that it would not register on the blood glucometer. Caller declined troubleshooting for the high blood glucose levels. Caller stated that the customer was not hospitalized and paramedics were not called. Blood glucose level at the time of the call was not provided. No further information was provided.